Manufacturer narrative:
Additional information: section d9, device available for evaluation? Yes. Section d9, date returned to manufacturer: october 23, 2025. Section h3, device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device revealed that the lens was stuck in the base of the cartridge. The cartridge tip was observed to be damaged. Ophthalmic viscosurgical device (ovd) was not observed to be distributed throughout the cartridge. The plunger rod was inspected and was observed to be damaged. The lens was observed to have surface damage, haptic damage, and one detached haptic. The complaint issue of "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective. No further information has been provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: date unknown, as information was requested but not provided. Section d6a: implant date: n/a, as there is no indication that the lens was implanted. Section d6b: explant date: n/a, as there is no indication that the lens was implanted. Section e1: last name: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.